Manufacturer narrative:
Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveal plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static torsional shear overload failure. No material defects or other abnormalities have been identified in the fracture analysis report. Therefore, the reported device failure is confirmed based on the evaluation of the returned device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static torsional shear overload failure. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The case was a revision of a previous construct t10 ¿ s1, he was inserting the screw into a new pedicle that was not previously instrumented. The surgeon has lately been using awls to target the pedicle, chooses not to use jam shidi, guidewire, nor tap which allows him to go directly to inserting the cortical fix 7x50 screw. The tip of the mini-open driver broke off screw as he was inserting the cortical fix screw. Then as he tried to take out the screws that the patient had inside, the si polyaxial driver seemed to have cross-threaded and will not thread into a new screw the right way. Finally, the surgeon complained the viper final tightener was stripped as he was final tightening. The case was not affected by any of these events as we always have extra drivers and final tighteners in the room available.